Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
Additional information - event site email. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that a fiber optic sensor failure occurred during intra-aortic balloon (iab) therapy. Troubleshooting aid was given to no avail. The fiber-optic cable was coiled, secured, and labeled. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).